Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory and analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for (B)(4): no anomalies found. Proximal segment returned and analyzed. Additional findings of apparent explant damage and that the outer insulation had melted, cosmetic environmental stress cracking (esc) and cosmetic depression.

Event description:
It was reported that the right atrial (ra) lead dislodged inadvertently during removal of the right ventricular (rv) lead which had high threshold. The ra and rv leads were both removed and replaced with new leads. No patient complications have been reported as a result of this event.